Manufacturer narrative:
Lot release records were reviewed and the product lot met all acceptance criteria. The device was returned to the manufacturer for evaluation and the investigation is in progress. A supplemental report will be submitted upon completion of this activity. Omnipod insulin management system ¿ user guide: model: ust400; 17845-5a-aw rev b 09/17. Changing your pod: chapter 3 / pages 33. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result. Checking your blood glucose. Chapter 4 / page 36: warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's blood glucose levels reached 350 mg/dl while wearing the pod between 24 and 36 hours. When removed from the infusion site (leg), the pod's cannula was found bent. As treatment, a new pod was applied.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the cannula assembly found no problems with fluid passing freely through the complete fluid path, though the exposed portion of the soft cannula was noted to be kinked near the distal tip. It could not be determined when this damage occurred, and the cause of the reported high blood glucose levels could not be conclusively determined. Correction (device available for eval: yes, date returned to mfg: 3/25/2019) the device had been received at the time of initial report. Correction (device returned to manufacturer? Yes) the device had been returned to the manufacturer at the time of initial report.